Manufacturer narrative:
E.1. Initial reporter facility: (B)(6) a review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 16-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was unresponsive on carefusion homepage. A technical support specialist (tss) dialed into the workstation, logged off from the carefusion (cfn) admin account, and enabled carefusion application (cfnapp) auto login. The tss modified the correct path in the dependencies.xml file and placed the startup shortcut in the file path. The workstation was then rebooted into application mode to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system was frozen on the carefusion homepage. The customer stated that they managed to get the medication from pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.